Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos shows evidence of oil gel globules; however, neither damaged packaging nor erroneous results could not be determined from the photos. A total of 100 retained samples were visually inspected, and no defects related to oil gel globules were observed. Additionally, two retained shelf packs were inspected, and no damaged packaging was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) no erroneous analyte was reported. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has been confirmed for the indicated failure mode oil gel globules. This complaint has not been confirmed for the indicated failure modes erroneous results (unknown), damaged packaging. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum and unspecified erroneous results in 19 devices. Damaged outer packaging prior to use was also reported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos shows evidence of oil gel globules; however, neither damaged packaging nor erroneous results could be determined from the photos. A total of 100 retained samples were visually inspected, and no defects related to oil gel globules were observed. Additionally, two retained shelf packs were inspected, and no damaged packaging was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) no erroneous analyte was reported. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has been confirmed for the indicated failure mode oil gel globules. This complaint has not been confirmed for the indicated failure modes erroneous results (unknown), damaged packaging. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum and unspecified erroneous results in 19 devices. Damaged outer packaging prior to use was also reported. No adverse impact was reported regarding the patient or user.